Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
A standby valve was reported to cause unintentional standby mode in a compressor mini. The service engineer replaced the valve and normal operation was confirmed. The faulty standby valve was sent back for further investigation. The valve was placed in a compressor mini for one week and the issue could not be reproduced. The standby valve was working as expected. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. As the issue could not be reproduced, the root cause could not be determined.

Event description:
It was reported that the compressor went into unintended standby. There was no patient harm. Manufacturer ref. #: (B)(4).